Manufacturer narrative:
Device had cracked battery tube threads, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir lip ring was damaged. Customer also stated that the insulin pump had crack on the top of battery compartment and had crack on clip. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.